Event description:
Boston scientific received information that during a device replacement procedure for normal elective replacement indicator (eri), this right ventricular (rv) lead was found to exhibit low pacing impedances of 200 ohms and non-capture through the pacing system analyzer (psa). The lead was therefore capped and abandoned, and successfully replaced. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.